Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call to technical services on (B)(6) 2014 states that the patient had an episode stored as atrial tachy response (atr) that appears to show noise on the ra and shock channel. Patient is dependent but no inhibition of pacing noted. Noise is reproducible with isometrics but not with valsalva or pocket manipulation. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).